Event description:
It was reported that the patient was seen at a clinical visit and it was found that the insulation of the ventricular lead was broken. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the proximal segment of the lead was returned and analyzed. Only visual analysis was performed. No anomalies were found. There was cosmetic environmental stress cracking on the outer insulation.

Event description:
It was reported that the patient was seen at a clinical visit and it was found that the insulation of the ventricular lead was broken and that the lead had a fracture. The patient's family also called to make a complaint. The lead was abandoned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was seen at a clinical visit and it was found that the insulation of the ventricular lead was broken and that the lead had a fracture. The lead is still in use. No patient complications have been reported as a result of this event.